Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient experienced increased intraperitoneal volume of 180%.

Event description:
A peritoneal dialysis patient experienced increased intraperitoneal volume of 180%.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The cycler passed the temp test, heater test and heater calibration diagnostics checks. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code.

Event description:
A peritoneal dialysis patient experienced increased intraperitoneal volume of 180%.